Event description:
It was reported that a pt underwent an MRI of the knee and was not provided hearing protection, at the end of the exam the pt complained of severe tinnitus. The pt was seen by an ent doctor and a hearing tests revealed slight hearing loss, but the ent reported it as normal for a pt his age. The pt was treated with medication (cortisone) which was prescribed by the ent but is still experiencing tinnitus.

Manufacturer narrative:
He healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.